Event description:
FDA/(B)(4) report received reporting breakage issue with use of 11956 clave connectors, lot# unk. The report states, "patient received post-op, two clave connectors attached to (braun medical discofix) 4-way stopcock. When claves were removed they had broken off inside the stopcock." No adverse patient consequences were reported. Although requested, the involved devices were not returned to the MFR for analysis and confirmation.

Manufacturer narrative:
MFR investigation: previous investigations of microclave connector component breakages/damages have identified that this condition can occur when the microclave is accessed with a device that has a male luer inside diameter in excess of 0.110" (such as stopcocks). Although not always repeatable, testing has shown it is possible for the microclave silicone plug to be 'swallowed' within the inside diameter of the mating device and pulled out of position. This dimensional condition combined with overtightening/excessive force can result in this type of component breakages. The directions for use (dfu) states that the clave/microclave connectors are compatible with iso male luers having an internal diameter between 0.62" and .110" (1.55mm and 2.8mm). Conclusion: the involved devices were not returned for analysis and confirmation. The exact cause(s) of the reported product issue is unknown; however, it does appear that the microclave connector was accessed/mated and/or used with an incompatible device. The MFR will continue to monitor and trend for these types of product experiences.